Event description:
It was reported the patient experienced ¿no stimulation sensation¿ while stimulation was turned on. It was further reported the patient had ¿felt it in her back¿ the day prior to report ¿ the day of her device¿s implant. It was stated the patient ¿was so sick from the anesthesia she was vomiting and awake all night.¿ it was further stated that ¿after she vomited she did not feel anything and before that she could feel the stimulation when she leaned back.¿ it was reported that the patient thought ¿she pulled something¿ while vomiting the night prior. It was noted the patient began on program 1 at 6.5 volts and increased her stimulation to 10 volts and ¿was not feeling anything.¿ additional information reported that impedance testing revealed ¿normal¿ results. It was noted no x-rays were performed. It was stated that while using electrodes 5-7 at 10.5 amps, no stimulation was experienced. It was further stated that after reprogramming to electrodes 6-8, ¿stimulation and good pain coverage¿ was experienced at 3.5 amps. It was noted the patient was ¿happy with their stimulation¿ at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (b)(6 2013, product type: lead. (B)(4).